Event description:
The same day the device was implanted, pt states it shocked him and knocked him to the floor. It was shocking his body and not his heart. It was shut down and pt was returned to the hosp to have it removed 2 days later. The lead had punctured his heart. Doctor also said it was inadequate- the pacemaker is now stinging his body event after the removal of the lead that was puncturing pt's heart attack. Now he feels like he's having a heart attack. He takes nitro and the pain ends after an hour. Implanted by dr.